Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a blurry image during a diagnostic gastroscopy / colonoscopy (double procedure). The procedure was finished with an olympus back-up device, and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on the objective lens. A root cause could not be identified. Based on the investigation's results, it is likely that the following led to the malfunction: dirt on the objective lens caused a foggy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.